Event description:
It was reported to co that during the ptca, the occlusion balloon would not completely deflate. The physician attempted to deflate the balloon during the case, but it would not deflate completely. The physician reported that the balloon appeared not to deflate past 2.5mm. The physician then removed the occlusion balloon and did not observe any abnormalities to the appearance of the device. The pt was reported to be in stable condition with no adverse effect.